Manufacturer narrative:
Evaluation summary: neither devices nor x-rays nor operative notes were returned for evaluation. Patient information such as height, weight, and activity level is unknown. Without additional information, the exact cause cannot be conclusively determined at this time. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised for gradual loss of flexion and mild pain with stair climbing on this left side. X-rays showed a stable implant; however, on the left side, the locking screw for the poly insert had disengaged and migrated proximally into the joint. Fragmentation of the allograft patella was also noted.